Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of left tkr following excessive wear of medial condyle. Pt first complained of pain in 2005 and has been waiting for a revision since then. X-rays showed that the medial joint had closed significantly and excessive poly wear was expected. On opening, severe metalosis and osteolysis of the femur and tibia were present. Revised to tc3 in a one stage procedure.